Event description:
It was reported by the patient that they have noticed a rash around the implant site of their device, and it is painful to touch. The patient was referred to their doctor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.